Manufacturer narrative:
The affected monitor arm system (swivel arm with spring arm) was available for the investigation. Furthermore, photos and related information as provided were evaluated. Based on the investigation, it could be confirmed that the swivel arm had been installed with the horizontal and vertical axes reversed (installation error). As a result of this incorrect installation, the monitor arm system had sagged approx. 4 cm and tilted. It is not known in detail whether the maximum permissible load of the affected spring arm was exceeded at the time of the fault and whether the arm system was additionally overloaded as a result. The faulty condition of the monitor arm system was noticed due to the visible gap formation during a surgery preparation, whereupon the arm system was immediately dismantled. Other, technically comparable arm systems on site were checked. The inspection revealed that all gap dimensions complied with the specifications and that the arms were properly mounted on the central axis. The faulty monitor arm system in question was therefore considered to be an individual fault. The affected system components (swivel arm and spring arm) were replaced on site, restoring the safe operating condition. During the investigation, no design or manufacturing faults were found; no product or design faults were identified. The associated installation instructions contain specific warnings to avoid installation and assembly errors. According to the instructions for use, the operational readiness of the system must be ensured before each use and it must be checked e.g., whether the complete arm system is free of visible damage. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
There was no specific event involving a patient reported. It was reported that there was a significant gap between the ceiling tube and the cantilever arm and the system was about to fall down. There were no health consequences on persons reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
There was no specific event involving a patient reported. It was reported that there was a significant gap between the ceiling tube and the cantilever arm and the system was about to fall down. There was no health consequences on persons reported.